Manufacturer narrative:
The unit was triaged and the customer¿s reported condition was confirmed. The root cause is due to a burnt. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage of the unit on (B)(6) 2017, service found that the unit had a burnt pcb.